Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) two scratches were noted on the lens. The lens was then removed and replaced during the initial procedure with no reported impact on the patient. Additional information was requested.